Manufacturer narrative:
Attempts to obtain more information and reported device were made; however, the reporter has not responded to the request. Once new information is received or the investigation is completed, a supplemental report would be made to the FDA. This complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insulated metal sheath's internal metal piece fell out in the patient during the procedure. During the surgery, the laparoscopic instrument stopped working. The internal metal piece in the shaft fell out and into the patient. The metal piece was retrieved. No additional information was provided.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the instructions for use state that the appliance must be checked for proper functioning before use. On the one hand, the item may has damaged due to a certain age and after a certain number of reprocessing cycles. On the other hand, improper handling, e.g., by applying excessive force may has led to the described error pattern. The event is filed under internal karl storz complaint ID (B)(4).